Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (held the graft cover at the location of the strain relief during deployment instead of the front grip of the deployment handle).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. It was reported that during deployment of the iliac stent graft the physician accidentally put his hand forward on the deployment handle while the stent graft was being deployed and the glove got caught in the strain relief. The physician changed his glove and removed the glove that was caught in the strain relief without complication. The remainder of the stent graft was deployed without incident. No clinical sequelae were reported and the patient is fine. The delivery system was discarded by the user facility.